Event description:
It was reported that the shunt was over-draining.

Manufacturer narrative:
The returned catheter had red proteinaceous debris inside the flow holes. There was also red proteinaceous debris on the exterior of the catheter. There were no noted cuts or occlusions. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies.